Manufacturer narrative:
Based on the information provided a device problem was not identified, as a result a conclusive cause for the reported patient effect, and the relationship to the product, if any, cannot be determined.

Event description:
It was reported that patient experienced pain at the ipg site and ineffective therapy due to lead migration. As a result, surgical, intervention was undertaken wherein the left s1 lead was explanted and replaced and the ipg was repositioned. Effective therapy was restored post operatively.